Manufacturer narrative:
Per the instructions for use, conduction system injuries (heart block) which may require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, deployment of the prosthetic valve, and the overall tavr procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the tavr procedure. According to literature review, and as documented in an edwards lifesciences technical summary atrioventricular conduction disturbances after tavr are associated with many patient related and procedural related factors, including pre-operative co-morbid status, the degree and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, tavr may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after tavr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing tavr or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, per report the patient had pre-existing electrocardiogram abnormalities (e.g. Rbbb and lafb) and an ep consult had been arranged prior to tavr as it was felt that there was a high risk of chb. There was no allegation or indication of a device malfunction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time. This is one of four reports being submitted for this case. Please reference manufacturer reports no. 2015691-2014-00013, 2015691-2014-00014, and 2015691-2014-00015.

Event description:
Per the field clinical specialist (fcs) report, the patient developed complete heart block after valvuloplasty with the edwards bav. Prior to the transapical tavr procedure, the patient had a right bundle branch block (rbbb) and left anterior fascicular block (lafb) on EKG. The 20 x 3 edward's bav balloon was positioned and the bav was performed with no rapid ventricular pacing (rvp). The patient had an episode of chb after the bav and then intermittent heart block throughout the remainder of the procedure. An ep consult had been arranged prior to the case, as it was felt that there was a high risk of chb. At the end of the tavr procedure the patient was pacer dependent, the temporary pacer was set at 70 bpm and was transferred to the recovery room in stable condition. A permanent pacemaker (ppm) was implanted on the day after tavr. Per the latest report the patient was doing well after the procedure and had been discharged.